Manufacturer narrative:
The customer was shipped a replacement purely yours breast pump on (B)(4) 2015. The customer was phoned twice and emailed twice requesting return of the purely yours breast pump to ameda, inc. For investigation. As of this date, the pump has not been returned to ameda, inc. A supplemental report will be filed if the pump is returned to ameda.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report hearing a hissing sound coming from the battery compartment as she pumped with the purely yours breast pump on (B)(6) 2015. Customer primarily uses batteries, not the ac adapter to power her breast pump. Shortly after hearing this hissing sound, the batteries inside the battery compartment exploded. She opened the compartment door and closed it immediately, avoiding contact with the dark gray fluid she noted inside the compartment. Customer denies injury, burn or property damage in this event.